Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that during withdrawal interaction with the anatomy and/or other device resulted in the reported difficult to remove; and thus, resulting in the reported device operates differently than expected. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure, the command guide wire became sticky and met resistance when attempting to withdraw the guide wire. All devices were removed together as a system without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.